Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15234. It was reported that the patient presented in the emergency room after receiving inappropriate shocks. Upon reviewing the transmissions, the right ventricular (rv) lead exhibited loss of capture and oversensing. The rv lead was pulled back to the right atrium and intermittently sensed both atrial and ventricular signals. Lead dislodgement was confirmed on x-ray. Per x-ray, the physician believed that the patient was playing with the device as the left ventricular (lv) and the rv leads were wrapped around the device in the left clavicle region. Loss of capture was noted on both lv and rv leads. During the procedure, the screw of the rv lead would not retract. The rv lead was explanted and replaced. The lv lead was repositioned. The patient was stable before, during, and after the procedure.